Event description:
The customer stated that a false positive alinity I total b-hcg result of 59.90 miu/ml was generated for a patient sample, ID (B)(6) on (B)(6) 2022. The same sample retested negative at <2.30 miu/ml the following day. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The overall performance of alinity I total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Median value of the negative population for the complaint lot is within the established limits and comparable to historical reagent lot performance. Based on the investigation, no deficiency for lot number 35053ud00 was identified.